Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
The customer reported the possible future eval of the mainframe system batteries. However, no conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.